Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a syncopal episode with low flow alarms during the event. Arrhythmia was ruled out. There was suspicion for a phase to phase short as the patient had a pump stop on (B)(6) 2022 while tethered to battery power. Additional information was received that the pump stop was confirmed to be the result of a phase to phase short and the patient had an external driveline repair on (B)(6) 2022. The splice was started approximately 2.5 inches from the exit site and the repair was completed without any alarms. The excised portion of the driveline was returned for analysis. An ungrounded patient cable was also requested for the patient.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline did not confirm an issue that would have contributed to the reported pump stop event. Although a specific cause could not be conclusively determined during this evaluation, based on previous complaint history, the abnormal pump operation captured in the submitted log file appeared to be consistent with potential driveline wire compromise. Review of the submitted log file did not confirm the additionally reported low flow alarms that occurred during the patient¿s syncopal event. A specific cause for the reported syncopal event and low flow alarms, as well as a direct correlation to heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. The system controller log file contained data from 04jul2022 through 13aug2022. Low speed and pump stop events were captured on 13aug2022 while the patient was connected to 14 volt (v) battery power. No other notable events or alarms were captured. A distal-end driveline replacement was performed on (B)(6) 2022, and approximately 19.5¿¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the driveline was conducted in the condition that it was received, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. The silicone jacket, bionate cover, and metal braided shield layers were carefully removed to examine the underlying driveline wires. Visual inspection of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. Following the visual inspection, the returned portion of the driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakage through the insulation of any of the driveline wires. The patient remains ongoing on hmii lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 06nov2019. The heartmate ii lvas IFU, rev. C and the heartmate ii patient handbook rev. C are currently available. Section 1 of the IFU lists potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This section also addresses all pump parameters including pump flow. Section 4 of the IFU describes situations which may result in a low flow hazard alarm, including changes in patient condition. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 lpm). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Section 6 of the IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section also includes a list of heartmate ii patient assessments, including assessment of the patient's level of consciousness. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Several sections of the hmii IFU and patient handbook warn that batteries should not be used to power the system when the patient is sleeping. These sections state that the patient must always connect to the power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. No further information was provided. The manufacturer is closing the file on this event.